Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. Fse performed a system verification without any issue found on the system. Fse noticed that other system at the account were left on upon arrival and made the suggestion to the robotics coordinator that staff should be aware to turn the systems off nightly for a fresh restart daily. This was possible the cause of the issue. System tested and verified as ready for use. No parts were replaced.

Event description:
It was reported that during da vinci-assisted surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report when they connect scope to universal surgical manipulator (usm) 2, usm would float and move on its own when nurse would let go of it. She tried reinstalling scope several times, but issue continued. Tse walked staff through a hard power cycle and issue went away. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and field service engineer's (fse) field evaluation. The fse performed a test drive finding no issue. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.